Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output condition was the result of lifted hybrid bond wires.

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported. Additional information was received reporting that the right ventricular lead was replaced due to high thresholds.